Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due corrosion on the contacts part of the video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center¿s image may or may not appear depending on how the scope was inserted. When the flat terminal was inserted and the terminal was moved up and down, image noise appeared, or the image was interrupted. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with the same device, as the customer reported the device worked when they did not move the flat terminal. The device was used during the procedure with the flex cystonephro videoscope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a poor image, the image did not appear. Additionally, no lock due to failure of the video connector receptacle locking part, battery depletion, and dust adhesion inside the main unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Would not fit within the space provided: e1: address, establishment name: (B)(6).